Event description:
At the beginning of the dialysis procedure, a blood loss was noted. On examination, a micro rupture was found between the rigid cone and the catheter. The device was implanted in 2001. No other info provided.